Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest reported blood glucose of 204 mg/dl, after disconnecting the device for charging and consuming a larger-than-usual breakfast during the first week of use; the user had been instructed not to announce meals, and a supply change was performed during the call, after which glucose began trending down, with no device alerts. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included customer support troubleshooting, review of infusion set status, review of recent meal behavior, and observation of glucose trend after supply replacement and reconnection. Investigation of this case revealed that hyperglycemia was associated with missed meal announcement, a larger meal during early adaptation to the ilet, temporary device disconnection for charging, and resolution following supply change and automated correction by the ilet; there was no evidence of an alarm condition or device malfunction. It was concluded, based on previously established findings for similar reports, that user and use-related factors were the cause.